Event description:
During a ptca treatment procedure the maverick2 monorail balloon failed the negative prep at the lesion site when backflow of blood was noted. The pt was asymptomatic during this event. The lesion being treated was a 100% stenotic lesion in a 'hard, tortuous' rca. The maverick2 monorail balloon catheter was removed and replaced with another maverick monorail 20/1.5 balloon catheter to successfully complete the procedure. Pt status is reported as 'good'.